Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to high blood glucose (bg) levels. The contact thought the pump was not delivering insulin or that there was something wrong with the pump. The contact declined to provide further information regarding the hospitalization or any further information. Reportedly, the customer reverted to using insulin injections.